Event description:
Boston scientific received information that this patient's monitoring system detected a red alert (high right ventricular (rv) pacing lead impedance) in mid-late (B)(6) 2014. The representative was informed of the alert. The clinic nurse was reviewing the data from the patient monitoring system and was aware of the alert. The patient's rv lead had been implanted one-day prior to the alert. The patient was scheduled for in-clinic follow-up to assess the integrity of the lead. Another red alert for high rv pacing impedance was again detected four days later. The representative contacted boston scientific's technical services (ts). The representative was informed by the clinic nurse that the patient was seen for follow-up. Electrogram noise could not be reproduced during patient isometrics. Ts reviewed data from the patient monitoring system and confirmed the red alert (greater than 2000 ohms rv pacing impedance). Events from the device's arrhythmia logbook were reviewed and multiple non-sustained nonphysiologic and ventricular tachycardia episodes showed electrogram noise and oversensing on the rv pace/sense intracardiac electrogram. No inappropriate therapy had been delivered. The patient was scheduled to be seen for follow-up and a lead revision procedure may be scheduled. Three days later, the representative contacted ts to report that this rv lead was exhibiting high rv pacing impedance and thresholds. The representative discussed a possible connection issue. The device's tachycardia mode was programmed off in anticipation of an invasive procedure to check the connection. The patient is not pacemaker dependent and no asystole or patient symptoms have been identified. Subsequently, the device detected multiple alerts (high rv pacing lead impedance and v-tachy mode to other than monitor + therapy). The clinic was aware of all of the alerts and the patient has been scheduled for a lead revision procedure.

Manufacturer narrative:
According to the implant form, the representative noted the previously discussed clinical observations as well as no capture. The rv defibrillation lead was surgically capped and replaced. There was no reported connection issue when the pocket was opened. The chronic rv lead was surgically capped and replaced as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.